Event description:
It was reported that during implant, the implantable cardiac monitor exhibited backup vvi operation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.